Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(4). Medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure when attempting to perform a imaging spin after closing gantry, image acquisition system (ias) of the imaging system shut down without any prompt from user. Rebooting the system resolved the issue and the site continued the case. The procedure was completed with the use of imaging. There was a delay of 10 minutes. No impact on patient outcome.

Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The logs were reported to have no additional information on the firmware of the imaging system. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.